Event description:
Customer reports back to back blood sugars of 251 mg/dl, 105 mg/dl, and 121 mg/dl on her advantage system. These blood sugars were one right after each other within three minutes. No adverse event reported. Requested return of suspect device and replacement was sent.